Event description:
A caller reported that the pump's battery was not charging and received a power source alert 07. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the charging cable was plugged into a wall adapter, and no further assistance was required.